Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure: lap sigmoid colon. According to the reporter: the surgeon observed when he fired the stapler the staple line looked complete. When he scoped the pt the staples were not in the shape of a "b" and some were in the shape of a "c". The surgeon had to resect sigmoid/rectum after misfiring occurred. The surgeon re-resected using two tri-staplers 60 amt without further consequences. The surgeon scoped the pt and staple line was complete and the anastomosis was performed. Three units of blood were given. Surgery was extended by 30 minutes. The pt status was reported as fine.